Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was normal. Troubleshooting was performed. The insulin pump will be returned for analysis.